Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-05295. It was reported the pt is receiving inadequate coverage. X-rays were taken and revealed both leads have migrated. As a result, the pt will undergo surgical intervention to address the issue(s).